Manufacturer narrative:
Corrected data: claim number of the file in the previous supplemental is corrected from "claim# (B)(4)" to " claim# (B)(4)".

Manufacturer narrative:
It is corrected from "other serious" to "required intervention to prevent permanent impairment / damage" (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -14/1/101 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Excessive vault and elevated iop was noticed.

Manufacturer narrative:
Date of event: (B)(6) 2017. The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, of -14/1/101 sphere/ cylinder/ axis in the patient's left eye (os), on (B)(6) 2017. The lens was exchanged on (B)(6) 2018 due to excessive vaulting and elevated iop. The problem was resolved and the surgeon stated that the "vault was normal". (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found the haptic torn. (B)(4).